Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed the right ventricular lead was oversensing noise leading to bradycardia and syncope. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition and was discharged.